Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, visual inspection, and service history review were performed. The door cannot close issue was not identified during evaluation, however a f-38 (malfunction in tube misloading detection circuitry) alarm was identified during the alarm log review. The cause of the f-38 alarm condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump's door could not close. This occurred before use. There was no patient involvement. No additional information is available.